Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained. MDR is being submitted as a result of a retrospective complaint review

Event description:
The power chair loses power during use. The chair allegedly jerks when powered on and has fast take off, then quickly loses power and turns off. When user restarts the chair, the same thing continues to happen.